Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for air detected in the cassette. She was in fill 4 of 5. She could not clear the alarm and canceled treatment. When she removed the set from the cycler, she found fluid leaking in the cassette area. She completed treatment manually. The set was retained and is being made available for evaluation. During follow up the patient reported her effluent has remained clear. She notified her pd nurse and no antibiotics were prescribed. No adverse event reported at this time.